Event description:
The reporter stated that the device memory stored values in the 200's mg/dl. He said the readings were 119 and 66 mg/dl. The device was replaced and requested to be returned for evaluation.